Manufacturer narrative:
This report is submitted on june 11, 2024.

Event description:
Per the clinic, the patient experienced an infection at the postaural scar (specific date not reported) and was treated with oral antibiotics (specific date and duration not reported). The device was subsequently explanted under general anaesthesia on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 19, 2024.